Manufacturer narrative:
One ltx implant 4 x 11.5mm (ltx411) was returned for investigation. Visual inspection of the as returned product identified significant signs of damage and fracturing about the threads and collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 31 and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ltx411 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA /hhe/ d/ie/product holds for the reported product. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (ltx411). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up" h2: checked follow-up type

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported by clinician that implant fracture. Implant with external hex fracture, osseo integrated implant have to be surgically removed. Unknown placement date, implant placed by different doctor. Tooth location 31.